Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a procedure, and the procedure was completed using the wired footswitch. The philips field service engineer (fse) inspected the system onsite and confirmed an issue with the system's footswitch pedal, which could impact imaging. Upon troubleshooting, the fse found that the root cause was determined to be wear and tear, as the screws inside the connector were broken, preventing the cable from being properly fixed. The fse addressed the problem by replacing the table connector with a d-sub pin set, restoring the system to good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence, and, as such, the complaint was reported. Since that time, new information has been received, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. An update has been made to the instructions for use (IFU) regarding the charging and handling of the wireless footswitch. This includes the requirement to have the wired footswitch always connected as a backup. Therefore, due to the availability of an alternative footswitch, in the event of a wireless footswitch failure, the procedure can be completed with minimal or no delay. Due to this, a malfunction of a wireless footswitch would not be likely to lead to death or serious injury. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was an issue with the system's footswitch pedal, which can impact imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.